Event description:
A false negative hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. A sonogram performed a week later indicated that the patient was pregnant. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. The warm-up cycle was completed and the cycle was started. Throughout this time the pressure was maintained between 160-170mmhg.then, after one minute into the procedure, the pressure could not be maintained and was dropping rapidly. The procedure was aborted and the doctor checked for perforation and a perforation of the uterus was confirmed. There was minimal bleeding which the doctor treated with surgicel. The surgeon then proceeded to do the sterilization procedure that was scheduled for the patient.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had two holes in the balloon.

Manufacturer narrative:
Date sent to the FDA: 09/09/2009. Additional information: conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had two holes in the balloon.